Manufacturer narrative:
Conclusion: after investigation at medtronic, complaint is confirmed for a flat edge on the cannula body tip that could potentially be making insertion of the cannula difficult. Product analysis was unable to confirm any damage to the device tip and the returned product did not feel sticky to the touch. It is unknown what may have caused this occurrence, however, this issue was most likely caused during manufacturing at the supplier. Discussions with engineering r/d (design) and marketing determined that the complaint description was most likely referring to the tip of the cannula not having a sufficient taper and would result in insertion difficulties. There are no product performance specifications that call out tip taper, therefore, there were no product non-conformances identified during product analysis. The product passed all required inspection checks during manufacturing. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from october 2021 through march 2023 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the tip od was measured using a keyence vision scope to be 0.205 inches, the specification has the od to be 0.199 +/- 0.014 inches. The od was measured at a second location approximately 1 inch from the tip to be 0.212 inches. The device was not sticky. Visual inspection shows no evidence of any damage to the tip. Reason for return was not confirmed. Note: the hemostasis cap was not returned and there is evidence of damage to the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a 15fr life support bio-medicus catheter, the customer reported that the cardiac surgeon had trouble inserting the device, they felt like the device was sticky, and had a bump or ledge at the tip preventing it from inserting smoothly. The surgeon dilated all the way up to a 16 fr, but was unable to fit the 15 fr inside the artery. The device was replaced to complete the procedure. There was no patient impact associated with this event.